Event description:
It was reported that the device would not power on without external power source. The internal batteries were reported to be dead. There was no patient use associated with this incident. A replacement device was provided to the customer under recall.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the internal battery was depleted and leakage current when the device is off was excessive. Physio-control determined that the capacitor, designator c177, was the root cause for the excessive off-current and depleted internal battery.